Manufacturer narrative:
Initial and final MDR (B)(4).- MDR - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that three infusion set fell off due to which hyperglycemia occurs within 6 hours of use. High blood glucose level was 400 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.